Manufacturer narrative:
Device passed the displacement test and self test. Device was received with missing segments or partial display due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated there were bubbles on the screen on insulin pump. Customer stated issue was above the characters. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.